Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental metwatch will be filed.

Event description:
It was reported that during an esophageal stent placement procedure, a guide wire break occurred. The lesion was located in an unspecified portion of the esophagus. An unspecified guide wire was placed and the 18mm x 12mm ultraflex esophageal stent delivery system (sds) was advanced to the lesion, upon re-positioning the stent the physician pulled the green wire, however, the wire broke. In an attempt to remove the guide wire, the physician advanced a rat toothed forceps, however, the guide wire "snapped in two". The physician exchanged the endoscope, but was unable to move the stent due to the stent being unable to "collapse". It was noted that the stent was not in the desired position, therefore, the physician advanced two rat toothed forceps through an unspecified double lumen endoscope and successfully removed the stent. The procedure was completed with a covered ultraflex 18mm x 23m esophageal stent. The patient's status is reported as "fine".